Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Access was obtained and an initial angiogram was taken of the bifurcation. Surgeon opted to take an up and over approach to the sfa. Initial angiogram was taken of the sfa (see image 1). After the angiogram the wire was changed to a bentson 260cm in order to treat. A 5 x 60mm boston mustang balloon was advanced along the bentson wire (a small amount of resistance / "stickiness" was noted) to the treatment site and pre-dilation of the vessel was conducted. The balloon catheter was removed from the wire without issue. The zilver ptx stent was prepared by the scrub nurse who was observed to follow the correct preparation steps per IFU (including flushing twice for inner / outer lumen of the delivery system). The zilver ptx delivery system was advanced along the wire (a small amount of resistance / "stickiness" was noted). The zilver ptx was deployed by the surgeon (correct deployment steps per IFU were observed) without issue (see image 2). When the surgeon went to remove the delivery system, it "stuck" on the wire and couldn't be advanced. The delivery system and wire were removed from the patient together. A new 260cm bentson wire was inserted through the stent to provide a platform for post dilation. Post dilation was conducted with a 5 x 40mm boston mustang balloon (see image 3), no issues noted with advancing or retrieving the balloon catheter along this wire.